Event description:
The pt had an indura catheter implanted along with a synchromed el, implantable infusion pump, in 2000 for treatment of left groin intractable neuropathic pain. On the event date the pt presented with paresthesia behind the right knee and down the leg to foot. The pt had radicular pain at the dermatomal level of l1-l3. Two days later the pt had an MRI. The pt was diagnosed with a granuloma mass at t12. There was no disc protrusion and no spinal stenosis on the MRI. Lab findings included: sed rate of 26 ten days following MRI, sed rate of 23 two days later and scattered lymphocytes, occasional monocytes and a rare neutrophil in the cerebro-spinal fluid. Almost 2 weeks following initial lab findings the catheter was pulled from the spinal canal and cut at 4 cm above securing device. The mass was not surgically removed. The csf was negative for all bacterial ag detection, negative for cryptococcus, positive for aerobic mycobacterium malmoense. Later in 2000 the pt had a new intrathecal catheter anastomosed to the existing catheter. Pt status at present: chronic pain continues, with weakness in the right leg. Device remains implanted.